Event description:
A report was received that during a non-device related surgery, electrocautery fried the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual(B)(4)).

Manufacturer narrative:
(B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that during a non-device related surgery, electrocautery fried the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).